Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025; due to pain. There are no plans to re-implant the patient with a new device as of the date of this report. Device analysis report attached.

Event description:
Per the clinic, the patient is explanted (date not reported) due to unknown reason. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.